Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au5800-10, chemistry analyzer, and identified the failure mode as a buffer valve which may not be opening causing low buffer in the dilution pot. The fse replaced both buffer valves on cell 1 to resolve the issue. As a precaution, the fse also replaced the buffer syringe and buffer syringe case due to discoloration. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrodes) on their au5800 clinical chemistry analyzer. The customer provided results for three (3) patients. Each patient result had sodium (na), potassium (k) and chloride (cl) results elevated. There was no report of change to patient treatments as a result of this event. Patient demographics were not provided. The customer provided data for three (3) patient samples.